Event description:
It was reported that the last time patient felt any stimulation was 2 to 6 months ago. It was noted that the patient went on vacation without the recharger and has not felt stimulation in about 4 months. The last successful recharging session was 2 to 6 months ago. It was stated that an overdischarge was suspected and the last successful recharge was 5 months prior to the report. It was further reported that there was a communication problem. It was noted that a physician mode recharge (pmr) was started. Additional information received reported that the physician mode recharge (pmr) was not successful. Patient thought but was unsure that this was the 2nd or 3rd overdischarge. It was noted that after 2 full hour efforts at revival there was no success. Patient declined to try to revive again. It was noted that as far as the manufacturing representative knew the patient was not getting effective therapy.

Manufacturer narrative:
Product ID 37651, serial# (B)(4); product type recharger product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger. (B)(4).